Event description:
It was reported that the device embolized and the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and the physician then checked the release criteria. After all the release criteria was met the physician unscrewed the closured device from the core wire. Upon release of the closure device, it immediately embolized into the right ventricle of the patient. The closure device moved through the mitral valve and into the left ventricle. At his time the patient became unstable due to the closure device blocking blood flow through the aorta and went into cardiac arrest. The patient was sent to have an open-heart surgery in order to remove the closure device. The closure device was explanted, but ultimately the patient died.